Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error issue was not detected. The no image was due a damage on plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had error code b30 and error e216. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.